Event description:
Perclose device footplate became stuck on the vessel wall during aortic valve replacement surgery requiring a right femoral artery cutdown, vessel exploration with removal of the damaged perclose device, and primary repair of the right common femoral artery.